Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported patient underwent uneventful ilasik (B)(6) 2014. Presented at 1 day post op with striae in left eye. Visual acuity sans corrected (vasc) 20/25 right eye, 20/40 left eye. Left eye flap lifted and stretched on (B)(6) 2014.

Manufacturer narrative:
Patient seen on (B)(6) 2014 vasc (visual acuity sans corrected) 20/20 right and 20/25+2 left eye, doing well. This information was available at the time or the initial report but was not included. Placeholder.